Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-03352 and 1627487-2013-03353. The patient has a peripheral and thoracic scs system. The peripheral system (off-label) is being reported. Additionally, the patient received 2 scs leads with different lot numbers. It was reported, the patient is no longer receiving stimulation due to her scs ipg no longer functioning. A sjm rep confirmed the issue. It was also reported, the patient was not receiving effective stimulation when the scs ipg was functional. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.